Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0230763423 serial# unknown implanted: (B)(6) 2025explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unk nown/(B)(6) , ubd: , UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving via an implantable pump. It was reported that the patient had increased spasticity and a catheter occlusion was noted. Additional information received from the healthcare provider via a clinical study indicated that the patient had previously underwent an elective replacement of his baclofen pump and spinal catheter on 2025-may-05. He had no complaints prior to the procedure. After the procedure he had more spasticity. A revisioncatheter was therefore performed at 2025-jun-25 resolving the issue without sequelae.